Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check therapy electrode messages and adjust belt or check belt messages. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt message) has been confirmed. Up on investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open whit pulse wire in the trunk cable. The electrode belt's trunk cable connector showed signs of physical abuse. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.